Event description:
Product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that the physician¿s handheld had a loose connection between the serial cable and the handheld. The handheld and the flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.